Event description:
It was reported that the patient underwent a tlif fusion procedure at l4-s1 using thbmp-2/acs with interbody cages. Per the operative report, a posterolateral fusion was performed l4-s1 with autograft and bmp, and bmp was also placed within the disc spaces at both levels. Patient's post-operative period was marked by nerve damage and chronic pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.